Manufacturer narrative:
No physical damage to cartridge holder. Front cap shell won't lock in place and missing injection foot. Inpen paired with commercial mobile app. Received inpen [ 1/4 ] of travel. Unable to perform baseline/wireless functionality and displacement dose accuracy test, including leadscrew reset torque test due to missing injection foot. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by missing injection foot. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed no insulin is dispensed when the injection/dose button is pushed. Therefore, the customer concern of injection foot being damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose, injection foot damage. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed. Customer reported dose knob/dial difficult to turn. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. Mmt-105nnpkna was requested and customer response was the device will be returned.